Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of vascular dissection is listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, instruction for use as a known patient effect. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the procedure was to treat the right coronary artery (rca) with heavy calcification and moderate tortuosity. A 3.5x15mm xience skypoint stent delivery system was advanced onto a non-abbott guide wire yet failed to cross the lesion due to the patient anatomy. The guide wire remained in the anatomy. A 3.0x15mm trek balloon dilation catheter was advanced onto a second non-abbott guide wire and resistance was felt from the anatomy. The balloon was inflated once to 12 atmospheres without issue. Upon deflation, a spiral dissection was noted. The physician believed the balloon inflation caused the additional guide wire to press against the vessel wall which caused a bulging effect from the heavy calcification, protruding into the vessel lumen causing the dissection. Two 3.5x38 unspecified stents were implanted to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.